Event description:
It was reported that the customer was hospitalized last (B)(6) 2014 for their low blood glucose. Customer's blood glucose was 22mg/dl. Customer treated with food and glucose tablets. Customer stated he was not in a vehicular accident. Customer stated he thinks the cause of his low blood glucose was too much insulin was delivered. Customer also stated that he needs assistance in uploading the insulin pump for his healthcare provider for possible adjustments. Troubleshooting was done. The customer was advised to speak with healthcare provider regarding hi setting adjustments and call back if issues persist. Customer also mentioned that he smells insulin and unsure if it was due to his error. Customer stated that his system broke and blood glucose was 65 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.